Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of hardware due to nonunion. The patient had malunion distal femur with modified expert retrograde anterograde femoral nail (ex rafn). The patient was implanted with the following devices; one (1) ex rafn nail, two (2) unknown 6.0mm screw, one (1) unknown 5.0mm screw, one (1) unknown spiral blade, one (1) unknown end cap on (B)(6) 2018. The ex rafn was modified by the surgeon from the previous procedure by drilling 5.0mm hole into the shaft of nail for a 5.0mm screw for a bone transport procedure. The reamer irrigation aspirator (ria) was used to harvest bone graft. It was revised to a 4.5mm variable angle locking compression plate (va lcp) condylar plate with articulating tension device and 3.5/4.5mm lcp metaphyseal plate. It was unknown if there was a surgical delay. Procedure was successfully completed. Patient outcome is unknown. This report is for one (1) ti end cap t40 strdrv 0mm ext retro femoral nail-ex sprl bld. This is report 5 of 6 for (B)(4).